Event description:
Procedure type: laparo/gyn. Pt gender: unk. According to the reporter: during use, the seal broke and air leaked. Moreover, pieces the device fell into the pt's cavity. However, they were all retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B) (4).